Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, and causing a delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 failed to detect on the communication bus. The field service engineer inspected the drawer back panel and noticed the top right light was blinking, indicating no communication with the drawer. The fse shut down the station, removed the drawer, and replaced the drawer board and retractor band. The fse reconnected the drawer, turned on the station, logged into the hardware test application, and opened the new drawer. The fse opened and closed each lid, popped out of each pocket and reinserted them, and rebooted the device to resolve the issue. The fse also removed the trash, and medications present between the cubies. The system functioned as intended after the field service engineer repaired the device.